Event description:
The user facility reported that the subdural drainage catheter broke while the doctor was using it. Additional info has been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation will be conducted based on the reported info.